Event description:
It was reported that this product was part of a system revision due to erosion and infection. This pacemaker was explanted. No additional adverse patient effects were reported. The product is in hospital possession and is not expected to be returned.